Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the dependent patient presented during a remote transmission, right ventricular lead noise with large noise signals being cut off were observed. It was noted that the patient also had symptoms of pre-syncope. The lead was explanted and replaced. The patient was stable after the procedure.